Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation. Therefore, the reported difficulty of flushing cannot be confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2022).

Event description:
It was reported that post port placement, the device allegedly had difficult to flush. The patient experiences discomfort. The patient's current status was unknown.

Event description:
It was reported that post port placement, the device allegedly had difficult to flush. The patient experienced discomfort. The patient's current status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the device was not returned for evaluation. Therefore, the reported difficulty of flushing cannot be confirmed. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the initial MDR was inadvertently submitted with a g3 date of 04/13/2021. The correct g3 date is 04/07/2021. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.